Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited backup vvi operations. The patient was brought into clinic and device download was performed successfully. The patient would be continued to be monitored.